Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The mother of the customer reported that the customer was being brought to the emergency room. The mother of the customer reported that the insulin pump had stopped working due to the button error that was previously reported. The mother of the customer further reported that they did not have a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.